Manufacturer narrative:
The field service engineer (fse) replaced the pinch tube, flushed the sipper syringe and electrodes, and cleaned the waste port and sample probe. The service maintenance actions mainly address preanalytic issues. Based on the questionable results received, the investigation determined the event was consistent with a preanalytical handling issue.

Manufacturer narrative:
The na and k electrode lot numbers with expiration dates were not provided.

Event description:
There was an allegation of discrepant sodium (na) and potassium (k) results for 2 patient samples tested on a cobas 6000 c501 module. Patient 1 initial na result from the c501 module was 122 mmol/l. The repeat from an external laboratory using an unspecified method was 136 mmol/l. Patient 2 initial na result from the c501 module was 124 mmol/l. The k result from the c501 module was 4.99 mmol/l. On (B)(6) 2024 the sample was repeated and the na result was 141 mmol/l and the k result was 5.70 mmol/l.